Manufacturer narrative:
Investigation: the cutter was received with the button and safety lock depressed. The cutter had been actuated and the cutter and needle were extended. When the green cap was removed, it was observed that the needle was not "centralized" as it was pushed towards one side. There was slight evidence of blood. Based upon the received condition of the device, the reported complaint "cutter not centralized" was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon noticed that the (B)(4) aortic punch point was not centralized. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.